Event description:
The customer reported that the system was not booting up and there was a flash on the image. No patient injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep found an undersized fuse. The fuse in the monitor cart foot was out of service. He repaired the ntr. The system operates as intended.